Manufacturer narrative:
Age at time of event: under 18 years. Device is a combination product. (B)(4). Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found damage on the proximal side where the stent struts stretched, lifted and were bunched together above the proximal markerband. This type of damage is consistent with an un-deployed stent experiencing resistance during attempts to advance the device. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. No further issues were noted during device analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4)

Event description:
Reportable based on device analysis completed on 03-dec-2015. It was reported that shaft kink occurred and crossing difficulties were encountered. Vascular access was obtained via the right femoral artery. The 75% stenosed, 35mmx2.5mm-2.75mm, eccentric, de novo target lesion was located in the severely tortuous and non-calcified left anterior descending (lad) artery. A 6f ebu guide catheter was placed. After a non-bsc guidewire was advanced to cross the lesion, a 2x12mm maverick balloon catheter was advanced to predilate the lesion. Subsequently, a 38 x 2.75mm taxus liberte long stent was selected for use and advanced but failed to cross the lesion. The taxus liberte long stent was removed from the patient and the physician noted that the catheter shaft was kinked. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.